Event description:
Pt underwent left total hip arthroplasty during 9/90. Pt sustained recurrent dislocations of the prosthesis and was admitted to the hosp for open reduction of the left hip with replacement of plastic acetabular liner and femoral head after reduction in the e.r. Was unsuccessful. The pt is status post cerebrovascular accident and was noted to be a poor historian.intraoperatively, the acetabular liner was replaced with a liner of the exact type. The head of the femoral component was removed without difficulty. It was replaced and secured with a mallet. Intraoperative cultures were obtained which were found to be negative for organism growth. The acetabular component was found to be in 20 degrees retroversion.